Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient's lead had one low impedance which prevented the ipg to be set into MRI mode. Surgical intervention was undertaken wherein the lead was explanted and replaced to address the issue. Therapy was restored post-op.